Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#:(B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was missing. During functional check, the reported problem was duplicated. Performed no disposable testing of pump as per procedure. With visual inspection, the downstream occlusion sensor seal was bubbled. Due to alarms found in event history log, recommended replacing the downstream occlusion sensor as a preventative measure. Root cause is unknown. The downstream occlusion sensor and seal was replaced. A corrective and preventative action was opened to address downstream sensor seal trend.

Event description:
It was reported that the downstream occlusion sensor was bubbled. No patient injury reported.